Event description:
Torque limiter doesn't triggering. Alert date 05-29-15. Decision tree is reassessed and complaint determined to be reportable based on initial evaluation of returned product. Device was returned for examination. Upon receipt was noted through visual examination the driver was stripped. Tip stripping did not result in any reported adverse consequences to the patient or surgical delay. However, stripping of the moss miami final tightener¿s distal tip during screw tightening has been known to result in a delay of more than thirty minutes to a procedure when a backup final tightener has not been available.

Manufacturer narrative:
On initial mw-(B)(4) is incorrect. Date of this report march 17, 2015 and 05-29-2015 (date device evaluated). CAPA-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: gm4016502] was returned to the complaints handling unit (chu) for evaluation. The report of the torque limiter not ratcheting when intended on an associated torque handle could not be confirmed. However, the returned driver was found to have stripped hexlobes at the distal end of the tip. The tip of the driver was found to have its hexlobes worn down in a manner consistent with the direction of rotation. This wear occurs only at the distal end of the driver¿s tip. The driver may not have been seated fully flush to the set screw during tightening, resulting in unexpectedly high stresses being applied to the hexlobes at the tip of the driver. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip stripping cannot be determined from the sample and information available. A potential root cause may be the driver not being seated fully flush to the set screw during tightening. This may have resulted in unexpectedly high stresses being applied to the hexlobes at the tip of the driver, stripping the hexlobes. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.